Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during unpacking of the angio-seal device, the user noticed that there was no bypass tube around the anchor. The user did not use it and used another 8f angio-seal device to achieve hemostasis. A pre-deployment angiogram was performed. There was no blood loss. The patient's condition was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8 fr angio-seal vip was received for product evaluation. Visual inspection revealed that the arteriotomy locator was not mated to the hemostasis sheath. The guidewire was intact. The polyfoil package was opened, and the carrier tube assembly was included. The color bands on the carrier tube assembly locking mechanism was not engaged and the colored bands were not exposed. The carrier tube assembly was subjected to further inspection. It was found that the bypass tube was dislodged. The bypass tube was pushed back into position with no resistance. The polyfoil package was also observed to have been opened from the end opposite the specified opening end. The pouch was also observed to not have been fully opened. The pouch was also observed to not have been fully opened. Measurements were taken of both the bypass tube ID and the carrier tube od. The hemostasis sheath was measured to be 0.102" which is within specification of 0.100"-0.104". The bypass tube ID was measured using pin gauges with the go pin measuring 0.108" which is within specification of 0.109" + 0.002"/-0.003". IFU states: "under strict sterile conditions and using a sterile field, remove the angio-seal device contents from the foil package, taking care to pull foil apart completely before removing the angio-seal device." The complaint could be confirmed for a dislodged bypass tube. Based on the state of the returned device, it is likely that the user removed the carrier tube from the polyfoil pouch by the shaft and dislodged the bypass tube in the process. The exact cause of the event cannot be determined but failure to follow the signage on the polyfoil pouch may have contributed to the event. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event.